Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "patient complained of change in shape and pain in breast," "capsular contracture baker grade iii, and rupture diagnosed during surgery." The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Healthcare professional reported "patient complained of change in shape and pain in breast," "capsular contracture baker grade iii, and rupture diagnosed during surgery." The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed, one opening on posterior side assessed as surgical damage, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification), broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification), and missing shell assessed as inconclusive. No additional observations.